Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. The needle separated from the suture during tissue passage. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: twenty-five unopened samples of product code v102, lot pabdhsq0 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found and the tested samples met the finished goods requirements.